Event description:
It was reported to philips that the lead cable was damaged.

Manufacturer narrative:
It was reported to philips that the lead cable was damaged. There was no patient involvement. Complaint evaluation: the field service engineer (fse) confirmed there was an ECG cable failure. The device needs an ECG lead cable. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the ECG lead cable replacement. It was replaced. The device passed testing and was put back into service.